Event description:
It was reported that the user experienced recurrent urgent low and urgent low soon glucose alerts with rapid onset on a dexcom g6 while using the ilet system, and the user did not treat or did not treat sufficiently the hypoglycemia; additional troubleshooting and education were completed and further training was scheduled. Symptoms included hypoglycemia with sensor-reported urgent low glucose. Outcomes included interruption of daily activities and need for assistance through coaching and planned training. Investigation included user interview, troubleshooting, and educational review. Investigation of this case revealed user difficulty following hypoglycemia treatment guidance under stress and the need to verify sensor accuracy with a fingerstick and calibrate if needed. It was concluded that the event involved hypoglycemia with user management challenges, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.